Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Reporter alleged discrepant blood glucose values of 122 mg/dl back to back with a result of 73 mg/dl when testing was performed 1-2 minutes apart on the advantage system. Customer stated not having any high or low glucose symptoms at the time and did not provide the location of the testing. As a result of the comparison, no actions were taken and no treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter and comfort curve test strip lot number 549544 with an expiration date of 03/31/08.